Manufacturer narrative:
Product event summary: the device not returned. However, analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an out of tolerance lead impedance alert and varying rv coil impedance measurements were observed. It was noted the day following the implant procedure, the rv coil impedance had decreased and then most recently showed high rv defibrillation impedance measurements. In addition, a high rv pacing impedance measurement was noted, along with noise, a suspected connection issue between the lead pin and connector of the implantable cardioverter defibrillator (ICD) and a suspected rv lead fracture. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.